Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced. System error 322 was confirmed through review of the event history log. This was caused by a failed lower link switch due to corrosion. The lower auxiliary was replaced to correct this condition. Evaluation also found the link and latch switch circuit voltages to be outside of normal range due to degradation of varistors on the input/output printed circuit board (I/o pcb). Therefore, the I/o pcb was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an unspecified alarm, which was clarified during baxter's evaluation as system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-03110 was submitted as a duplicate of manufacturer report number 1314492-2016-02880. Manufacturer report number 1314492-2016-03110 is a duplicate report and can be removed from the FDA database.